Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3080, lot# l72766, implanted: (B)(6) 1999, product type: lead. (B)(4).

Event description:
The patient reported via a manufacturer representative (rep) that the device was not working anymore and she was having problems again. She was able to make an appointment to see her doctor on (B)(6) 2015. The patient's indications for use were urinary dysfunction and sacral nerve stimulation. The reason why the device was not working anymore, the patient outcome, and any intervention were not reported, so additional information was requested. If additional information is received a supplemental report will be sent.